Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch fields d9 device available for evaluation and g4 PMA / 510k (premarket numbers) updated. The accu-chek inform ii meter + rf was received for investigation. The investigation noted that the meter was heavily contaminated with control solution in the test strip port, battery compartment, and on the scanner window. Product labeling states, "when applying the control solution, position the meter so that the test strip port is always higher or on the same level as the control solution. This prevents any excess solution from flowing down the strip and entering the meter." The investigation determined that customer mishandling had caused the event. The investigation did not identify a product problem.

Event description:
We received an allegation of questionable glucose results for one patient tested with the accu-chek inform ii meter + rf. The first meter result was 8 mmol/l. The second meter result was 4 mmol/l. The time interval between the tests was less than fifteen minutes.

Manufacturer narrative:
The accu-chek inform ii meter + rf meter serial number is (B)(6). The test strips were requested for investigation but have not been received. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection.